Event description:
The laser system has the following problem: "no output". No adverse effects to patient were reported.

Manufacturer narrative:
We are waiting for additional information from distributor. We are unaware about patient injury.

Manufacturer narrative:
The problem was due to a component failure (loose wire). After the correct fasten of this wire, the laser system restarted to work correctly. We are unaware about patient injury.